Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During supraventricular tachycardia ablation procedure, the amplifier displayed a communication error, the signals were lost, and the procedure was cancelled. Prior to the reported issue, the non-abbott system and workmate claris displayed all signals. The media converter was checked and the light appeared green as expected. Moreover, the amplifier port on the workmate claris also showed green lights as expected. There were no adverse consequences to the patient.

Manufacturer narrative:
One workmate claris amplifier was received for evaluation. A rattling noise of a loose screw was observed when the amplifier was picked up. The amplifier was open and the loose screw was located inside the unit. The workmate claris amplifier was powered on and successful communication was established with the test standard workmate claris computer. A basic signal acquisition/quality test which included the surface ECG, baseline, amplitude, and stimulus switching was performed and confirmed that the returned amplifier performed within the factory specifications. The communication test was run for several hours and no interruption or drop in communication was observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The reported complaint that the amplifier error could not be confirmed.